Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type catheter . Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 06-oct-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (unknown concentration or dose) via an implantable pump for non-malignant pain and spinal pain indications. It was reported that the patient felt withdrawal about two and half weeks ago. Event date was noted to be (B)(6) 2022. The patient went to ER (emergency room) and they gave the patient oral medication. The patient then went to their managing physician and they checked reservoir volume. The pump had 5 ml more than expected. A cap (catheter access port) study was attempted. They were unable to get csf (cerebrospinal fluid) back. The patient was sent to the operation room for revision. Upon opening the pump pocket, it was discovered that the pump was flipped and the catheter was looped around itself several times as well as kinked. The kinked section of the catheter was removed and replaced with a new catheter. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was listed as "alive - no injury".

Manufacturer narrative:
H3. Analysis of the catheter identified a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.